Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The pump was unable to power up and was completely unresponsive due moisture corrosion. The alleged ¿short battery life¿ complaint was unable to be adequately investigated during investigation. The pump cover was removed, to find no further moisture corrosion or any intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.